Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported the spring wire guide (swg) was found kinked during use. No patient harm reported.

Manufacturer narrative:
(B)(4). The customer returned a photo of a spring wire guide (swg) and a cvc kit with two dilators, catheter, and box clamp assembly. From the photo, the complaint of a kinked spring wire guide was confirmed. Visual inspection of the photo revealed a swg in the advancer tubing with two kinks near the distal end. A complete visual inspection could not be performed as the guide wire was not returned for analysis. Visual inspection of the catheter revealed no obvious defects. The length of the catheter body returned was 208 mm with is within the specifications of 201.5-210.5mm from product drawing. A lab inventory swg was advanced through the returned catheter with no resistance. The catheter was flushed with water to confirm no blockage. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The complaint of a kinked wire guide was confirmed by the photo returned by the customer. However, complete complaint testing could not be performed on the swg as it was not returned for analysis. The returned catheter met all relevant dimensional and functional testing. A device history record review was performed on both the swg and catheter and no relevant findings were identified. Without the swg to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported the spring wire guide (swg) was found kinked during use. No patient harm reported.